Event description:
It was reported an issue with the subject device (laser system) during an ureteroscopy laser lithotripsy. The user observed a flame at the connection point of the laser system and the fiber, when pressing on the foot pedal. The procedure was completed with the same device. There were no reports of patient or user harm. This is report 2 of 2.

Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.